Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the keypad overlay is falling off. The customer tried to tape it back on but it is not staying on. The customer found the keypad stuck to her skin. Blood glucose value was 118 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump has peeling keypad overlay, cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratched lcd window and scratched reservoir tube window.